Event description:
It was reported that the patient underwent a revision surgery due to loosening/ lysis. The following were removed stem tornier ascend: 5a standard ptc humeral stem , humeral head tornier ascend : 44 x 17 low offset ascend, and the glenoid tornier perform cortiloc

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Manufacturer narrative:
Please note the corrections made to the FDA registration number ( 0001649390 - blooming) and the d3 manufacturer entity: the reported event was not confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient underwent a revision surgery due to loosening/ lysis. The following were removed stem tornier ascend: 5a standard ptc humeral stem , humeral head tornier ascend : 44 x 17 low offset ascend, and the glenoid tornier perform cortiloc.